Manufacturer narrative:
Other relevant device(s) are: product ID :7482-95, serial#: (B)(6), explanted: (B)(6) 2023, product type: extension. Product ID: 3708695, serial#: (B)(6), implanted: (B)(6) 2019, product type: extension. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
D10. Section d information references the main component of the system. Other relevant device(s) are: product ID: 7482-95, serial/lot #: (B)(6), ubd: 21-jan-2013, UDI#: (B)(4) ; product ID: 3708695, serial/lot #: (B)(6), ubd: 03-dec-2025, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had no control of symptoms. They had a lot of compulsion, repeated fixed phrases, and they thought before, during, and after they had done something. They were a bit depressed. Charging usually took 30 to 40 minutes every 2 days, however, last week, it took 2 hours. Afterwards, the implantable neurostimulator (ins) was charged to 100%. If they increased the amplitude to 3.5v, this led to a headache. It used to be really good and now, it was not good anymore. Device interrogation found there was red/high impedances on left contacts 0 and 1. The left extension was replaced on (B)(6) 2023 and it was indicated that the issue was resolved. However, on (B)(6) 2023, the patient indicated they were having more symptoms again and needed to charge more. Two contacts on the left were broken. Device interrogation showed high impedance. The cause was unknown. A new revision is needed but they were curious that the dbs system on the left kept breaking down and indicated this was highly unusual. They wondered if external trauma was happening on the left - such as sleeping on the connector, glasses, if the connector should be put in a different place. Before a new revision, they reprogrammed/tried other stimulation parameters and this was helping also. The issue was unresolved with no further action planned.